Manufacturer narrative:
The device log files were provided to technical support for evaluation. The log files confirmed the presence of the reported alarm which indicated that the inspiration block required replacement. A field service engineer (fse) was dispatched to the customer site to evaluate the device and subsequently replaced the inspiration block to rectify the problem. Calibration and verification tests were completed without any issues and the device is ready for patient use.

Event description:
The customer reported that during use, the ventilator triggered a technical failure 388 alarm. No patient harm was reported.